Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the catheter dissected the patients coronary sinus during the implant procedure. The patient developed pericardial effusion. The physician completed the procedure and the patient was in good condition.